Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found crack and scratches on the insulin pump screen and the customer is unable to read the screen and device is not functioning as designed. Advice to discontinue use of the device and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case near display window corners and minor scratches on display window noted. (B)(4).